Event description:
A healthcare facility in the (B)(6) reported that three mr290hfv high frequency humidification chambers were leaking where the chamber dome meets the base. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 vented humidification chambers (2 x lot 1309080304 & 1 x lot 1310180304) were returned to fisher & paykel healthcare in (B)(4) for evaluation and were visually inspected. Results: device 1 (lot 1310180304): visual inspection revealed a horizontal crack along the base of the dome between the hinge bracket and chamber port. The crack did not exhibit stress marks. Device 2 (lot 1309080304): there were three horizontal cracks near the base of the chamber dome underneath a chamber port. White residue was found on the leftmost crack, the print above the cracks was also found to be smeared. Device 3 (lot 1309080304): a crack, starting from the base by the hinge bracket, was found during the visual inspection. There were no stress mark around the crack but white residue was found in and around the crack. Conclusion: we were unable to determine the cause of the damage. However, it is known that pressures produced in excess of 80 cmh20 (8 kpa) may affect the integrity of the chamber. The smeared print, and residue on the devices suggests that the reported damage was caused by the chambers coming into contact with solutions containing ethanol which resulted in environmental stress cracking of the chamber domes. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. It was further reported by the hospital that the chambers may be used for up to a couple of weeks which suggest the damage to the chambers occurred after they were released for distribution. This extended period of use is also not consistent with our user instructions. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Maximum operating pressure: 8 kpa" "this product is intended for use for a maximum of 7 days."